Event description:
Pacing below the lower rate limit was reported. The patient was syncopal and broke a leg. The ECG noted no pacing in the ventricle, sensing difficulty, and asystole. During device replacement, a possible improper connection was noted with the ventricular lead. No further patient complications were reported as a result of this event.